Manufacturer narrative:
The product was not returned. A ten second video was provided. The lens and cartridge preparation were not shown. The lens loading and delivery were not shown. The video started with the single-piece lens already implanted into the eye. The leading haptic was oriented at the top of the screen. The trailing haptic extended outside of the incision. A linear mark or material was observed angled across the center of the optic. No determination can be made without physical evaluation of the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated. It is unknown if a qualified viscoelastic was used. The root cause could not be determined. The sample was discarded by the reporting facility. The provided video did not show the lens and cartridge preparation. The lens loading and delivery were not shown. The video started with the single-piece lens already implanted into the eye. The trailing haptic was extended outside of the incision. This may indicate an issue occurred during the lens advancement/delivery. A linear mark or material was observed angled across the center of the optic. No determination can be made without physical evaluation of the lens. It is unknown if a qualified viscoelastic was used. The IFU instructs: alcon foldable iols are qualified for use with an alcon qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure the surgeon noticed scratch or strain on optical zone. The lens was implanted and removed during initial procedure and replaced with new lens. There are two medical device reports associated with this report. This is 1 of 2. Additional information has been received and stated that the patient prescribed with hydrocortisone 250 mg intravenously and topical moxifloxacin every 3 hours due to possible inflammation at risk of uveitis due to excessive manipulation from double implantation and explantation of an iol.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).